Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak from the last bag line that disconnected and was found on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 5 of 5 of treatment. It was also reported that the cycler was noisy during all cycles. It is unknown at which point in therapy the leak may have begun. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that they have been trying to reach the patient for additional information regarding the event but had been unsuccessful. The pdrn reviewed the patient¿s records and confirmed the reported event. Per the patient¿s records, the last bag line was found on the floor in the morning. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (1.5 grams, intraperitoneal, one day) and ceftazidime, (1.5 grams, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but did not know if the patient had completed treatment. The pdrn did not know if the patient has received the replacement cycler or if the cassette used by the patient was available to be returned for physical evaluation. The lot number of the cassette was unknown. Additional information has been requested, however to date has not been received.